Manufacturer narrative:
A few pumps do experience shifts or degradation in accuracy outside of the svc limits. There was no direct identifiable cause found. Contributing factors to the accuracy of a pump include: wear, service disassembly and reassembly, and/or abuse. It is recommended that all pumps be tested annually as part of routine preventative maintenance and after any repairs, performance testing to ensure the pump is within spec. This pump head will be repaired or replaced to bring the device back into accuracy spec before the device is released for further use.12199301996

Event description:
Pump reported to overinfuse during a routine biomed checkout. No pt involvement.